Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device would not follow the volume¿s setting. The customer¿s blood glucose during the incident was 204 mg/dl. It was reported that the audio on the pump it started to set up on the audio very loud (level 5) and it turned on itself and adjusted the volume down to 1 and turned off audio after still and it went back on to a level 1 on its own. And its really loud like a 5 level. The device will be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in insulin pump history. (B)(4).